Event description:
It was reported that the patient's blood glucose level reached 18 mmol/l (324 mg/dl). The pod was worn between 25 and 36 hours on the leg. Hyperglycemia treated with pen correction.

Manufacturer narrative:
The device was received deployed. Data was unable to be obtained from the device despite multiple attempts. It could not be determined if the device delivered insulin. Inspection of the drive mechanism components found the top and middle batteries had insufficient voltage. The smc could not be obtained. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.